Event description:
Our affiliate reports that during a shoulder repair metal shavings from the shaver blade went into the patient's joint space. All of the debris was suctioned out of the body and the procedure was completed successfully without further incident or harm to the patient. We are talking about 1 device, however, the facility is uncomfortable with 3 other same device lots in their inventory so that 4 devices are being returned for evaluation.

Manufacturer narrative:
At this point in time mitek is awaiting receipt of the complaint device towards conducting a root cause failure analysis. When this is complete the results and conclusions of that evaluation will be the subject of a follow up report.